Manufacturer narrative:
Na.

Event description:
The customer received questionable high results from two coaguchek xs meters for one patient. At 3:33 pm, the result from meter serial number (B)(4) was >8.0 inr. At 3:35 pm, the result from meter serial number (B)(4) was >8.0 inr. The sample finger was used for both tests. Within one hour, the result from a laboratory using dade innovin reagent was 5.2 inr. The customer believes the laboratory result was accurate. The patient did not receive any treatment and was advised to not take warfarin for three days based on meter result. The patient was currently fine. There was an allegation of an adverse event. The therapeutic range was 2-3 inr. The customer stated sometimes it takes longer than 15 seconds to apply the drop of blood for testing. The patient was not on heparin, lovenox, or thrombin inhibitors. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 297790) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meters and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr , donor 2 inr: 2.2 inr , donor 1 hct: 55% , donor 2 hct: 51% . Testing results: uq0122255. Donor 1: retention meter with masterlot strips: 3.1 inr , customer meter with customer strips: 3.2 inr. Donor 2: retention meter with masterlot strips: 2.1 inr, customer meter with customer strips: 2.0 inr . Uq0122156 donor 1: retention meter with masterlot strips: 3.1 inr, customer meter with customer strips: 3.2 inr . Donor 2: retention meter with masterlot strips: 2.1 inr, customer meter with customer strips: 2.1 inr. The result of >8.0 inr alleged by the customer was not in the memory for sn uq0122156 on the dates provided.